Event description:
The patient was on a norepinephrine drip for falling blood pressure. In spite of titrating the drip up, the patient was not responding. Eventually it was noted that the tubing between the pump and the patient was leaking onto floor. The tubing was replaced and patient responded appropriately to medication. The patient was not injured.